Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. No anomalies were found. (B)(4).

Event description:
It was reported that during the implant attempt, noise was observed on the pace/sense electrogram (egm) after hooking up the device. A setscrew or header problem was suspected. As a result, the device was not used and another device was implanted. No patient complications have been reported as a result of this event.